Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the shaved port was endo therapy accessories or metal part of cleaning brush touched the biopsy channel port during insertion/withdrawal of them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were unable to be confirmed. During the device evaluation it was observed that the forceps port channel was shaved. It was also observed that there was damage on the biopsy channel, causing a loss in water tightness. Also, due a pinhole on the bending section cover, water tightness was lost. It was observed that the adhesive on the bending section cover had a chip. It was also observed that the bending tube was damaged. It was observed that the bending angle in the up and down direction was out of the standard value due to wear of the angle wire. Lastly, scratches were observed on the following unit components due to a handling problem: control unit, universal cord, video cable, electrical contact of the video connector and on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the bronchovideoscope angulation control lever is heavy and hard to turn. Additionally, it was reported that the air and water leakage from the insertion tube and bending section. T the reported issue occurred during reprocessing of the scope. Here was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps channel port was shaved which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.